Event description:
The patient reported that the menu button of the infusion device is defective. The patient experienced elevated blood glucose of 300 mg/dl because his insulin cartridge was empty and he was unable to complete the cartridge change procedure. He injected insulin via pen to lower his blood glucose. No further info is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.